Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug. The indications for use were non-malignant pain and failed back syndrome-other. It was reported that the patient¿s pump was removed due to an infection. No further complications were reported.